Event description:
The pump was reportedly in use on a critically ill pt administering epinephrine and two unk medications when it went into a failure 535:320:717:000. This failure code will stop all channels in use while giving an audible and visual alarm. The clinician continued the infusion on three different pumps. No pt injury resulted.